Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient underwent a revision procedure where the indirection decompression spacer was replaced due to dorsal migration. Migration was confirmed with imaging, and the patient admitted to having visited a chiropractor. The patient did well postoperatively.